Event description:
It was reported that the patient underwent transplant. The outcome was reported to have been device or therapy related. Device parameters: flow, speed, and power, were within normal limits for the patient.

Manufacturer narrative:
Section a: patient weight not yet available. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Manufacturer narrative:
Section b2: outcomes attributed to adverse corrected. Manufacturer's investigation conclusion: it was reported that the patient received a heart transplant. Multiple attempts were made to obtain additional information regarding the reported event and product return; however, no additional information has been provided by the account, and the device was not returned for evaluation. The relevant sections of the device history records were reviewed and showed no deviations from manufacturing or quality assurance specifications. The current revision of the IFU can be found on the eifu page of the abbott website. The heartmate 3 lvas IFU is currently available. Although no device related issues were reported by the account, the IFU lists adverse events that may be associated with the use of the heartmate 3 left ventricular assist system. No further information was provided. The manufacturer is closing the file on this event.